Event description:
A malfunction alarm occurred with the pump, identified as malfunction 1-0x200c, that was reported by a distributor from denmark. The issue caused the pump to malfunction even after being reset, with the problem recurring and the specific fault ID provided. There was no information available about any adverse impact on the customer's blood glucose level at the time of the event. The customer received information that the pump needed replacement, and a replacement pump was arranged to be sent under warranty. The customer was instructed on how to return the faulty pump to tandem within 10 days. Information about the customer's backup therapy method was not shared.